Event description:
Patient reported they had an IV-line infection due to a blood dot formed at the end of the hickman line I and is at the hospital. Date of admittance/ discharge or length of hospitalization is unknown. Unknown if md ware. No further info/details or dates available. Reported to (B)(6) by pt/caregiver.